Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On (B)(6) 2022, the pediatric patient experienced a skin reaction with itching and redness, to the dexcom overlay patch, which occurred an unknown number of days after the sensor had been inserted in the arm. It was reported that the patient was seen by an hcp and that the reaction was treated with a prescription of an unspecified oral antibiotics and a topical cream. At the time of the report the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).